Event description:
The rv defibrillator lead was later capped and replaced with a new lead implanted in the patient's right cephalic vein. The lv lead was attached to an extender to make it easier to attach to the lv header port of the device in its new position in the device pocket. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead defibrillator and superior vena cava (svc) coils had high lead impedance warnings. The left ventricular (lv) lead pacing impedances and thresholds varied along the impedance trends of the rv/svc coils, leading the doctor to suspect an rv lead conductor fracture. The patient's pocket was opened to evaluate the header connections. It was noted that the patient's left subclavian vein was occluded and the existing leads had stenosed. The patient was referred for possible extraction and replacement of the rv lead. The rv and lv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419378 implantable pacing lead, (B)(6) 2004; 1388t competitor implantable pacing lead, (B)(6) 2006. (B)(4).